Manufacturer narrative:
The lot was manufactured from october 3-4, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found no evidence of leak at the fill port or other parts of the device. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak was observed at the fill port or other parts of the device. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked at the fill port. This occurred after filling the device with fluorouracil. There was no patient involvement. No additional information is available.